Manufacturer narrative:
Device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. (B)(4).

Event description:
It was reported that myocardial infarction and multi-organ disease occurred resulting in patient death. During an ablation procedure to treat idiopathic ventricular outflow tract tachycardia, an intellatip mifi oi ablation catheter was selected for use with a non-bsc mapping system. It was un-confirmed if the patient experienced any adverse events during or immediately following the procedure; however, the patient died in the intensive care unit three days following the procedure. It was reported that the cause of death was multi-organ disease subsequent to myocardial infarction. The physician noted that the patient complications may be related to the non-bsc mapping system was unable to show the exact position of the ablation catheter, with a deviation of approximately 3-5mm. Due to this, the physician might have come too close to the coronary artery and the ablation might have caused arterial spasms, damage, or clotting. It was noted that clotting had not been confirmed. The catheter was not suspected to have caused or contributed to the reported deviation in catheter position, and there had not been any performance issues with the ablation catheter during the procedure.